Manufacturer narrative:
The device was not returned to nova and no serial number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. The instructions for use (IFU) state: "warning: do not stare into the laser light or point it towards anyone's eyes while scanning a barcode." Multiple attempts were made to obtain additional information, however; there was no response. This complaint will be closed as 'no complaint sample returned to nova for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints.

Event description:
Customer called to inquire about any dangers imposed by the beam of the barcode scanner in statstrip glucose hospital meter pn 44993. A user looked into the scanner of a statstrip meter. Customer reported their eyes hurt and started seeing black shapes. Customer went to see the hospital's medical officer to report the event and seek consultation. Multiple attempts were made to receive specific results and or patient specific information, however; no further information has been provided by the facility.